Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the customer reported complaint. The fse completed testing of the universal surgical manipulator (usm) and no trouble was found. Based on follow up with the site, the fse suggested making sure the site isn't using too much force to insert with the guided tool change (gtc), and site agreed to monitor. The complaint was not confirmed based on field evaluation. The probable root cause is due to unintended use error as the site was not using the reducer. This issue is also captured in the clinical risk analysis, gen5, system (818555-10, rev t) via risk ID g5-sys-5599.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the overlay for the guide tool change on the universal surgical manipulator 3 was not accurate. The technical service engineer advised the customer to reseat the sterile adapter and instrument when possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: field service engineer (fse) states that occasionally, the customer go to do a guided tool change (gtc) it goes beyond the path. The gtc makes micro adjustments as the instrument is being inserted. Fse attempted to replicate and has not been able to. Fse instructed the staff that too much force can cause the path to freeze up instead of making the micro adjustments that is intended. The site stated too much force may be the cause but has not been confirmed. This issue has occurred across 4 of their systems. No harm has come to any patients. Follow up call with the robotics coordinator clarified the issue further. When the assistant puts the instrument in, the instrument is to the right of the guided path at times. The instrument is still touching the path. But the left most part of the instrument is touching the right most part of the pathway. No harm has occurred to any patients.